Event description:
It was reported that a small volume folfusor's balloon burst during filling. The device was being filled with 5-fu when the balloon burst. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review will be performed; if any relevant information is identified during the review, a follow-up report will be submitted. The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the sample confirmed the reported condition. The reservoir was microscopically examined. Markings on the interior surface of the bladder were observed near the rupture line. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.